Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited code 1871. Found during testing, there was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. The device was visually and functionally tested and the customer reported problem was able to be verified. The cause of the issue was found to be the motor. The motor was replaced. A service history review found that the device was previously repaired for a worn cassette lock.